Event description:
It was reported that customer experienced temperature alarms while pump was charging and had no backup insulin therapy available at the time, and customer planned to contact healthcare provider. There was no adverse impact to the customer¿s blood glucose level. Customer was advised that replacement pump with updated software would be sent.